Event description:
A customer reported that during a procedure, the infusion cannula would not seat properly. Another cannula was used to complete case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).